Event description:
When the surgeon removed the screwdriver from the screw after inserting the screw, the screw was pulled out from the bone due to "the strong fixing force between the screw and the screwdriver". This happened with two screws. This is related to report number: 3025141-2022-00039 which is on the driver involved in this event and report number 3025141-2022-00041 which is on the second screw involved in this event.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. No ncmrs or additional complaints have been assigned to this batch number. The returned driver was visually inspected and the prior revisions were reviewed to confirm the complaint. The driver tip (batch 465193) was in good condition with no damage noted. When tested in the returned screws, it was difficult to remove the screws due to the stick fit geometry of the driver tip. The stick fit geometry was added to hd-0915 on 25 november 2014 which is the subcomponent of the assembly hd-1509. The stick fit was removed on 25 june 2021. This particular driver was manufactured on 21 march 2019 which means it would have the stick fit feature on the driver tip. The driver is functioning as intended per the print revision.